Event description:
Received a call from an attorney alleging a customer was using a propane torch while seated in a powerchair when he caught himself on fire; the user passed away eleven days later.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.. A follow up report will be submitted upon completion of investigation.

Event description:
Received a call from an attorney alleging a customer was using a propane torch while seated in our powerchair when he caught himself on fire; the user passed away eleven days later.

Manufacturer narrative:
The device was not available for return to evaluate. Device not available for evaluation.